Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned meter. No issues were observed. Meter turned on with button depression. Meter turned on with retain strip insertion. Meter did not turn off after strip insertion. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer had initially reported that when a test strip was inserted, the adc meter does not ask for sample and the screen remains blank or does not turn on. On 7-dec-2022, customer reported that due to a delivery issue involving the replacement product, they were unable to test and therefore experienced a medical event. Customer experienced "feeling hot and weak" and a loss of consciousness and received unspecified treatment by a healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle optium neo were reviewed and the dhrs showed the freestyle optium neo passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer had initially reported that when a test strip was inserted, the adc meter does not ask for sample and the screen remains blank or does not turn on. On (B)(6) 2022, customer reported that due to a delivery issue involving the replacement product, they were unable to test and therefore experienced a medical event. Customer experienced "feeling hot and weak" and a loss of consciousness and received unspecified treatment by a healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.